Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that at the end of a surgery the needle broke off. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. *** update dw 25-apr-2024: further information were provided that the needle broke at the end of the procedure. The customer used second ar-12990 to finish the surgery successfully and without any problems.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-12990 knee scorpion batch number: 15149445 was received for investigation. Visual inspection noted no problems with the exterior of the device. Functional testing was performed on the returned ar-12990 with an ar-12990n batch number: 11127125 and it was found that the needle could not be fully inserted, the ar-12990n was met with resistance and could not pass through the shaft of the device. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during the firing of the needle thus, breaking the needle and causing a blockage within the shaft. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.